Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer received a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The parent stated that they received the alarm after inserting a battery into the insulin pump from a remote controller. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer stated that they will call back to finish troubleshooting at a later time.